Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the automatic ventilation stopped during induction. The patient support was bridged in manual ventilation until a replacement device was available. No patient consequences have reportedly occurred.

Manufacturer narrative:
Upon request it was additionally reported that ¿ in contrast to the initially provided information ¿ the perseus displayed a failure of the gas mixer. The electronic logfile was available for investigation. Based on the information recorded therein, the perseus detected a failure of a differential pressure sensor for mixed gas (pdmix) within the gas mixer at 11:19 on the reported date of event. The device reacted as specified for this situation and posted a fresh gas delivery failure alarm. In the event of such failure the current ventilation mode remains active and ventilation can be continued without interruption by activating the emergency o2 delivery. The log however does not contain a corresponding record which would indicate the activation of the emergency o2 delivery. Reportedly the user decided to ventilate the patient manually. At 11:20 the perseus consequently detected a fresh gas deficit and generated a corresponding alarm. The reported event was due to an offset drift of the differential pressure sensor pdmix which was out of specification. Similar incidents have not been reported by now. The failure rate is very low and is within the limits that provide basis for the risk management report of the perseus. Consequently no further actions are required at this time.

Event description:
Please refer to the initial-report.